Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation (af) contributed to the false detections. It was reported that the pt was in the hosp on telemetry at the time of the event. The lifevest detected an arrhythmia at 03:44:25. The pt's ECG strips show af. The lifevest delivered a defibrillation shock at 03:45:35. The post-shock rhythm was af. The lifevest detected a subsequent arrhythmia at 11:47:57. The pt's ECG strips show af. The lifevest delivered a defibrillation shock at 11:54:36. The post-shock rhythm was sinus tachycardia. The response buttons were pressed intermittently before the second treatment was delivered. The pt remained in the hosp following the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hospital following the event, and the pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicated any device malfunction related to the defibrillation event. Monitor sn (B)(4) - 04/2014 (reuse); electrode belt sn (B)(4) - 05/2012 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), included the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdra_docs/pdf/p010030b.pdf